Event description:
The dealer reported that chair was giving an error message that the controller was not connected to the chair. This issue could cause the chair to turn off intermittently and cause the user to become stranded.